Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was no longer holding a charge. The patients ipg was replaced with an MRI compatible ipg. The explanted ipg was discarded.